Manufacturer narrative:
Phone number: (B)(6). Device evaluation: the device was not returned for evaluation. Therefore, product testing could not be performed, therefore, a failure analysis of the complaint device cannot be completed. . A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the handpiece showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a piece of material appeared to enter the eye via the phaco handpiece during surgery whilst inside eye. Surgeon (mr (B)(6)) removed material from the eye. It was believed to be build up of salt crystals from the inner lumen of the handpiece. Staff stated the issue has happened on a few occasions (1-3) in last few weeks. There appeared to be no injury to patient.